Manufacturer narrative:
Service was not dispatched for this event. The root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a coulter 4c plus cell low control tube that leaked. While mixing tube per package insert instruction, the cap and some of the control material spilled onto the floor. The control vials were being used for the first time. The other two levels of control tubes were closed properly. The customer was wearing gloves and lab coat. There was no exposure to open lesion or mucous membranes, and no one sought medical attention. There was no effect to patient or user.